Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0cuws, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va0dzfp, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
The consumer reported that they had an adjustment and also a flu shot on (B)(6) 2015. The day after, he experienced paralysis and his whole body could not move hardly. It had let up a little bit and it came and went. The indication-for-use (IFU) was movement disorders. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.